Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were having pain/hurting because they needed further instructions on how to use the medication device/ptm (personal therapy manager). Their back pain was from 2 back surgeries. Per the patient, their back was still painful, but the pump had really helped. They were getting small doses through the pain pump every two hours. Their back pain/hurting was not completely resolved, but it was so much better, and they had no plans for any other treatment. Per the patient, there were no malfunctions related to the devices.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that when they first received the equipment, it took only 2 minutes to deliver. Later, however, the delivery time increased to 7-8 minutes, or possibly even longer- it just became slow. The patient later stated that connecting to the pump took 'about 2 minutes when I first got it and now it's taking 7-10 minutes.' They tap 'ok' on the 'bolus started' screen and shut the handset off because they were afraid it was giving them too much medication because the equipment was taking so long to finish connecting. The patient stated that it hurt so bad that they could not sit and hold the communicator over the pump for that long. The patient mentioned that they have arthritis and a torn rotator cuff, so it's hard to hold the communicator over the pump for that long. When the agent attempted to clarify if there was a specific screen that the application was showing when they were having issues, but patient stated there was not one. The patient was already connected to the pump and read an expected 1 hour and 27-minute lockout with 2 boluses left today. The patient mentioned that they got 4 boluses per day, and they try to stretch them out as much as they can, so they have a bolus to use at night but sometimes they were in pain and had to use them before the evening. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 426 kb. The patient will call back for assistance as needed. The patient reached out again and stated that they were still having issues with the equipment. During the call, the patient was already in the ¿myptm.¿ the agent had the patient close the application and relaunch. The patient momentarily encountered ¿no pump response.¿ the patient adjusted the communicator and was able to connect without further issue. The patient was locked out with only one bolus remaining for the day. The agent reviewed the patient services business hours in case the patient wanted to call back for further troubleshooting/confirming the issue resolved during delivering a bolus phase of communication. Additional information was provided from a consumer stated that it was still taking a long time to deliver a bolus. During the call, the patient stated that the pump was located on their back. It was discovered the patient was confused about the personal therapy manager (ptm) functionality. They believed they had to hold the communicator over the pump for the full 2 minutes of the bolus. The agent reviewed information and patient confirmed they now understood.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.